Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Patient reported that he replaced the transmitter, changed to new sensor but was unsuccessful to pair with smart device and when g5 application is open trend graph was not displayed. Dexcom representative advised patient to perform factory reset, reinstall g5 application, which was unsuccessful. No complaint device was returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 04/11/2016 and did confirm the reported loss of connection. No additional patient or event information is available.